Manufacturer narrative:
A1., a2., b5., b6., e1., additional information has been received and updated. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received on follow-up the consumer presents with a corneal ulcer in the left eye (le), previously treated with moxifloxacin and gentamicin eye drops every four hours in the right eye (od) and every two hours in the left eye (le), along with ofloxacin pom. She reports poor tolerance to the treatment regimen and expresses significant pain, noting no improvement in her condition. The consumer has no significant medical history, although she has untreated gilbert syndrome. She is a contact lens user. On examination, biomicroscopy (bmc) reveals no corneal foreign bodies in the tarsal or bulbar conjunctiva following double eyelid eversion. The left eye shows a one mm corneal epithelial defect with a positive peripheral fluorescein stain at two hours, accompanied by pannus, a two mm infiltrate with abundant fibrin, and perilesional edema. There is also a tyndall effect in the anterior chamber. The diagnosis is a corneal ulcer in the left eye. The consumer is prescribed cycloplegic eye drops, to be instilled once every eight hours and it induces blurred vision as a side effect. Additionally, the consumer is instructed to apply ofloxacin pom twice daily, once in the morning and once at night. For the treatment of ulcer, a regimen of reinforced col. Vancomycin and reinforced col. Ceftazidime eye drops are outlined. These should be alternated every hour during the day, and every two hours during the night (>one mm or central). The dosing re-schedule for these drops is as follows: initially, one drop of each medication should be administered every five minutes for twenty minutes. Following this, one drop of each medication should be administered every fifteen minutes for one hour. After the first one-hour period, the drops should be given every one hour, alternating odd hours and even hours during the daytime. At night, the drops should continue to alternate every two hours. The consumer is also instructed to take standard analgesics if pain occurs. Additionally, the consumer has been informed of the signs that require re-consultation at the emergency room, which include increased pain, enlargement of the ulcer, or a decrease in visual acuity. A follow-up appointment in the oft is scheduled for monday. The consumer is currently on the following regular medications: vancomycin five mg/ml (one bottle, five ml): one drop every three hours. Colircusi gentamicin three mg/ml (one bottle, ten ml): one drop every three hours. Ofloxacin three mg/g (one tube, 3.5g): one application every twenty-four hours. The current status of the consumer's eye was resolved at the time of this report. Additional information has been requested but not available at the time of this report.

Event description:
As initially reported by the consumer experienced various corneal injuries/ lesions after wearing contact lenses with last batch. Additional information has been received up on follow-up the consumer visited the ophthalmologist and was diagnosed with corneal ulcer to the right eye and corneal ulcer with abscess to the left eye. Due to worsening of the event consumer had to visit the hospital several times. Ophthalmologist prescribed the treatment with gentamicin sulfate, moxifloxacin hydrochloride, prednisolone acetate, ofloxacin, cyclopentolate, vancomycin hydrochloride, ceftazidime with unknown frequency and duration. The ophthalmologist changed the treatment based on the condition of the consumer. The current status of the consumers eye is unknown at the time of this report. Additional information has requested but not available at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the first of two reports for the same patient involving two different lot numbers of the different product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.